Manufacturer narrative:
Device evaluation: "the device related to the reported event of capsular contracture was received on may 14, 2021 with catalog number mcghan270cc. Visual analysis of the returned device identified: crease fold, opening on radius, white calcification 05% on the surface of the shell, plug strap is missing, broken plug strap. Leak test was performed and found opening on radius side. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage. A sharp broken on plug strap assessed as unidentified (tear) opening."

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.